Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system, false positive result was obtained. This is a report of one occurrence, no report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: catalog # 441743, s/n (B)(6): the customer reported the generation of false positives. No patient impact was reported. The customer was provided recommendations from bd support related to the sample workflow and what may be causing the false positives. It was reported that an fse visited the site and the instrument was performing to specifications. The root cause was not determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system, false positive result was obtained. This is a report of one occurrence, no report of adverse or injury.